Event description:
It was reported that the patient received inappropriate therapy. The right ventricular (rv) lead triggered an lead integrity alert (lia) due to oversensing of electromagnetic interference (emi). The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: a 5076-45 lead, implanted (B)(6) 2012. A 419588 lead, implanted: (B)(6) 2011. (B)(4).